Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an administration set. The reporter stated that upon spiking a new solution bag, priming the line, connecting to an unspecified infusion pump, and starting the pump, ¿a large air bubble forms in the line.¿ this occurred before patient use. There was no patient involvement. No additional information is available.